Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead was over-sensing noise. No changes or intervention were reported. There were no patient consequences.